Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 USA was not working properly. The following information was provided by the initial reporter: material no. 328203 batch no. 6103598. It was reported that numbers were low after taking injection and is not sure if full dosage was received. Pr (B)(4) records issue of glucose level, difficult/unable to operate, and expiration date missing from shelf carton for cat 328203. Verbatim: spouse called in to get assistance with expiration dates. Stated, her husband has been using products. Stated, his numbers were low after taking injection and she is not sure he received complete dosage.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 29ga 12.7mm 100 bx 1200 USA was not working properly. The following information was provided by the initial reporter: material no. 328203 batch no. 6103598. It was reported that numbers were low after taking injection and is not sure if full dosage was received. (B)(4) records issue of glucose level, difficult/unable to operate, and expiration date missing from shelf carton for cat 328203. Verbatim: spouse called in to get assistance with expiration dates. Stated, her husband has been using products. Stated, his numbers were low after taking injection and she is not sure he received complete dosage.